Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The one-way valve was also returned separate from the iab. A catheter tubing kink was observed near the y-fitting at approximately 74.2cm from the iab tip. The one-way valve was vacuum tested and held vacuum. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and the sensor was found to be within specifications. The reported event cannot be confirmed by the evaluation. Although it was not possible to duplicate the reported problem, a kink may contribute to an optical fiber alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint: (B)(4).

Event description:
It was reported that after the insertion of the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. The console was swapped out with a different one, but the same issue occurred. The iab was removed and the customer confirmed that there was no leak. A new iab was then inserted and therapy was continued without further issue. There was no patient harm or adverse event reported.

Event description:
It was reported that after the insertion of the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. The console was swapped out with a different one, but the same issue occurred. The iab was removed and the customer confirmed that there was no leak. A new iab was then inserted and therapy was continued without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Corrected information: section d changed exp date from 02/10/2023 to 02/28/2022 section d changed lot # from 3000114652 to 3000090928 section h changed manufacture date from 02/10/2020 to 02/28/2019 additional information: updated section d serial # the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4).

Manufacturer narrative:
Complete event site name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after the insertion of the intra-aortic balloon (iab), the console generated a fiber optic sensor failure alarm. The console was swapped out with a different one, but the same issue occurred. The iab was removed and the customer confirmed that there was no leak. A new iab was then inserted and therapy was continued without further issue. There was no patient harm or adverse event reported.